Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was heat shrink damage during procedure. No shrink pieces were fell or was left in the patient. The procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: the isolation on the shaft dissolves during procedure. The probable root cause/s could be the unit used as a tool for mechanical displacement of tissue, excessive force and scrubbing with another object during use caused heat to insulation to degrade and rip. (B)(4).

Event description:
It was reported that there was heat shrink damage during procedure. No shrink pieces were fell or was left in the patient. The procedure was completed successfully.